Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As confirmed by the user facility, a sample was not available for evaluation. Three (3) pictures were provided for evaluation. However, leakage from the ultrasite area could not be confirmed through examination of the three returned photos. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Without the actual device, a thorough investigation could not be performed and the exact root cause could not be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). As confirmed by the user facility, a sample will not be returned for evaluation. The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As report by the user facility: the nurse observed chemotherapy on the surface of the secondary tubing. No injuries were reported. Limited information was provided.